Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The unit was burned in for more than 6 hours and tested with a video processor and multiple scopes. The reported error "e102" did not occur. The unit's ventilation was verified to function as expected and the lamp was not found to be abnormally hot.

Event description:
A user facility reported to olympus an e102 error after changing the lamp. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct data submitted in the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely a temporary accidental failure of the lamp caused the light to disappear, creating the e102 error.